Manufacturer narrative:
Follow-up #1 date of submission 07/17/2015-device evaluation: the pump has been returned and evaluated by product analysis on 06/30/2015 with the following findings: a review of the pump black box data revealed cs 064 call service alarms due to occlusions during the prime step. During testing, the pump was exercised for 24 hours with no duplicated cs 064 call service alarms. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was reported that the pump emitted a cs 064 call service alarm during the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.